Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Taxus liberte clinical study. It was reported that following a coronary stenting treatment procedure, the patient presented with restenosis and underwent a target vessel revascularization. The index procedure treated two target lesions. The 1st lesion was a 80% stenosed, 2.75x26mm target lesion located in the proximal portion of the 2nd obtuse marginal branch. Treatment consisted of pre dilation and the unsuccessful attempt to place a 2.75x38mm taxus liberte study stent. Additional balloon dilations were performed and a 2.75x16mm taxus liberte was placed with post dilation. Two additional overlapping 2.5x16mm taxus liberte stents were then placed to treat the rest of the vessel. Post dilation was performed with 0% residual stenosis. The 2nd target lesion was a 80% stenosed, 3.0x26mm lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.0x28mm taxus liberte stent overlapping a previously placed stent. Post dilation was performed with 0% residual stenosis. In (B)(6) 2010, the patient presented due to recurring chest discomfort. Four days later, angiography revealed restenosis located in the lcx artery and right coronary artery (rca). Treatment the same day consisted of angioplasty in the proximal, mid and distal lcx, the placement of a 3.0x13 non bsc stent in the ostial/proximal lcx and the placement of a 3.0x18mm non bsc stent located in the mid/distal lcx. Both stents were post dilated resulting in 0% residual stenosis. At this time, a staged procedure was planned for the rca. Two days later, a 3.0x16mm taxus liberte stent was placed in the mid rca. Following post dilation residual stenosis was 0%. The patient was discharged later the same day on aspirin and prasugrel.